Event description:
It was reported that the patient presented with presyncope, dyspnea, and sweatiness. The pacemaker exhibited far-r oversensing which led to inappropriate automatic mode-switch, competitive atrial pacing, and incorrect diagnostic. Programming changes were made. There were no patient consequences.